Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided, a definitive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a coronary intervention, the 2.5 x 8mm xience sierra stent delivery system (sds) failed to cross the lesion and when removed, it was noted that the some of the stent struts were separated and flattened. It was confirmed, nothing was left in the patient anatomy. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another unspecified xience stent was used to successfully complete the procedure. No additional information was provided.